Event description:
It was reported that during a ptca/stent procedure, the stent would not deploy. Upon pulling the stent delivery system out of the patient, the shaft separated. All was removed from the patient and reportedly, there was no patient injury. Upon further review of the returned product evaluation, the distal portion of the shaft was found to be separated. This is being reported as a malfunction MDR based on the location of the separation.